Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: due to a lack of sufficient clinical information, a lack of data logs and no product retuned, the cause of the low or blocked pump flow cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex was inserted via the jugular vein to support the 74 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on bipella support as there was also an impella cp supporting the left heart. The patient was known to be on inotropes and vasopressors, and a vent for respiratory needs. The rp flex was explanted after just 1 day of support. During the 1 day the patient was transported by medflight from community to tertiary center. There was the belief that the transportation may have caused/contributed to the pump flows dropping to 1.7 from possible clot ingestion. The pump was removed and not replaced by another. The patient survived and remained on the left sided heart pump. The low pump flows, with clot ingestion concerns, will be conservatively reported, however the explant was performed with no consequence to the patient reported.